Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction and urge incontinence. It was reported that the patient's unit has turned off on them 3 times. Charging takes much longer then it did when they first got it (less than a year); it took 45min to charge from 30% to 70% and just recently, they're getting little shocks while charging. They are also leaking quite a bit. (Con): additional information was received from the patient on (B)(6) 2022. Their implant shuts off randomly, sometimes when they connect, it says therapy is off and this has happened multiple times. Caller said the other complaint is: when they try to charge, it feels like the charger is zapping them during charging. Patient said the ins has shut off 3 times. Patient they were checking the device because they were setting themselves horribly and when they checked the device it was off. Patient said the 1st time the ins was at 10%, the 2nd times it was at 40% and the 3rd time it was at 40 or 50%. Patient said when they checked the ins w/ the my therapy app there was no error message. Patient the recharger also sometimes "zaps" them when they are charging. Patient said they use the belt but don't put a barrier between skin and recharger. During call patient started a charging session w/ a barrier between recharger and skin and was not feeling the zaps. Patient said they don't feel the zaps all the time. Agent did not ask about the circumstances that led tothe reported issue. The patient was redirected to their healthcare provider to further address the issue.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. Rep to meet with patient today to troubleshoot as to why therapy was turning off. Rep also mentioned that patient reported taking longer to recharge during the last recharge session, from 10 to 70% in 45 minutes.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.